Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle penetrated and out of the surface of sheath. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Updated on 12sep2023 tp: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus unknown model. 5. Was gaining access to the targeted site difficult? Yes. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? Yes. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 0. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation (B)(4) unit of lot c1996429 of echo-hd-22-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 11 october 2023. Distal end of needle examined and observed to be protruding out to the side of the sheath, distal end of needle examined, and no issue observed, proximal kink below sheath extender observed, stylet removed from device with no issue, stylet examined and no issues observed, attempted to reinsert stylet into device but does not pass kink below the sheath extender, needle removed from device and proximal kink observed at same location as of sheath extender, sheath extender able to advance and retract without issue, needle handle unable to advance or retract. Manufacturing records prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1996429 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Based on the available information, the possible root cause for needle piercing into the sheath might be due to excessive force applied by user in accessing or penetrating the difficult target. It is known from the available information that the user had difficulty penetrating the target site and the user also experienced difficulties to access the target site which could have possibly led to sheath being pierced during needle advancement. This issue might cascade the effect and resulted in the kink below the sheath extender subsequently. It is also possible that the kink below the sheath extender could have occurred during transportation /device returns process, but we do not have definitive evidence from the customer on this. Several attempts were made to obtain information therefore this complaint will be investigated based on the lab findings. Should this information become available the file will be updated accordingly. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-may-2024.